Event description:
The large power supply will often fall from its storage position and also the wall outlet and become damaged. Because it is so heavy, the small amount of velcro that holds them in place while in storage, it easily falls off. Because of the weight of the power supply it often falls out of the wall outlet.